Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the ncircle tipless stone extractor basket was broken prior to use. The customer found that a wire was separated from one end of the basket. The device did not come in contact with the patient. There was no patient harm reported and no additional procedures were required because of this failure.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, quality control, and visual inspection / functional testing of the returned device was conducted during the investigation. One stone extractor was returned for investigation. The device was returned with the udh handle in the open position. The basket formation was returned severed. The collet knob is tight and secure. A visual examination of the device noted the distal tip of the basket sheath appears damaged. The basket formation has the appearance of being hooked and pulled in two places. Review of the device history record of the finished product shows two nonconforming events related to "incorrect, incomplete, or missing information". There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.